Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 9 years, 5 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 9 years of support, a driveline fault alarm was displayed on the system monitor during a routine outpatient clinic visit. The alarm occurred several times independent from power module or battery support. No pump stoppages were observed. The patient was asymptomatic. Exchanging the system controller did not resolve the alarm. X-ray images of the driveline showed a stressed area approximately 8 cm from the connector. On (B)(6) 2018, distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives; however, intermittent driveline fault alarms continued to occur post driveline replacement. A pump exchange was performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Additional information: the report of a potentially compromised driveline can be confirmed. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The shielding and bionate were removed and examination of the underlying wires revealed multiple breaches in wire insulation. There were breaches in insulation of the black, yellow, and orange wires on the replaced portion of the driveline as well as a breach in the insulation of the orange wire. Additional breaches in the insulation of the orange, yellow, and brown wires were noted on the internal portion of the driveline, proximally from the driveline repair. A break in the green wire was also noted at this location. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The break in the green wire could have contributed to the reported driveline fault alarms. The heartmate ii left ventricular assist system (lvas) instructions for use and patient handbook explain that all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.